Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain specific information, however, our attempts have been un successful. Vascular thrombosis is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. MDR related to this event: 2029214-2017-00333, 2029214-2017-00334, 2029214-2017-00335, 2029214-2017-00336, 2029214-2017-00337, 2029214-2017-00338, 2029214-2017-00339, 2029214-2017-00340, 2029214-2017-00341. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: onyx versus n-bca for embolization of cranial dural arteriovenous fistulas. Rabinov jd1, yoo aj, ogilvy cs, carter bs, hir sch ja. J neurointerv surg. 2013 jul;5(4):306-10. Doi: 10.1136/neurintsurg-2011-010237. Epub 2012 may 1. Medtronic received the following report: patient 11 (female, age range 50-59 years) developed a clot in the external carotid artery during microcatheter navigation in the second embolization, however, the patient was asymptomatic. There was no report of additional medical intervention being given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.